Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 570 mg/dl. It was stated that the customer changed the infusion set two days prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests. In addition it was stated that the customer frequently has bent cannulas due to scar tissue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.